Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was returned with both bearings missing . No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part shows signs of repeated use, wear and missing ball bearings. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Investigation results concluded the most likely root cause of the event is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.